Event description:
It was reported that the bd phaseal injector luer lock had leakage issues. The following information was provided by the initial reporter: "the customer reported as follows: "after 24-h drug administration, the hcp disengaged the injector (n35j) from the connector (c35j) and the fluid leakage occurred."

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 01-jul-2022. H.6. Investigation summary: three photos along with the injector involved in this incident were provided to our quality team for investigation. Through visual inspection, the injector membrane was noted to have been penetrated multiple times, finding a hole within the membrane where the punctures occurred. The connector was not returned, it is visible within one of the photos received. There is no visible defect related to the connector observed within the photo. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information and sample evaluation, it appears this incident may have occurred due to multiped penetrations of the injector membrane. The performance of the sealing membrane is reduced after multiple perforations and extended activation time. H3 other text : see h.10.

Event description:
It was reported that the bd phaseal injector luer lock had leakage issues. The following information was provided by the initial reporter: "the customer reported as follows: "after 24-h drug administration, the hcp disengaged the injector (n35j) from the connector (c35j) and the fluid leakage occurred."